Manufacturer narrative:
Third party service agent evaluated the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent customer contacted physio control to report that their customer's device would sometimes have a blank screen which is the indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Event description:
The third party service agent customer contacted physio control to report that their customer's device would sometimes have a blank screen which is the indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent evaluated the customer's device and was not able to reproduce the reported issue. Other unrelated repairs were advised, however the repair was not performed and the device was returned unrepaired. The cause of the reported issue could not be determined.